Event description:
Two days after an mr scan, a patient reported a small blister to their arm. The facility reported the padding had become dislodged in the area of the injury during the scan. According to the facility, the patient sustained blisters approximately 2 cm in diameter with the potential for scarring and treated the patient with antibiotics.

Manufacturer narrative:
System investigation is ongoing.